Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 179 mg/dl. Customer stated that he is unable to replace the infusion set while attempting fill tubing and compromised force sensor alarm appeared.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor and unable to verify a33 alarms due to motor error alarms. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms however, the motor was tested outside of the device and passed. All operating currents are within specifications and passed displacement test, self-test, off no power test, a21 error test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked display window, scratched reservoir tube window and cracked reservoir tube.